Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching with intermittent atrial undersensing was observed on the pacemaker. Programming changes were recommended and to be completed during the patient's regular visits in clinic. The patient was asymptomatic and endured no adverse consequences as a result of the observation.